Event description:
It was reported that since implant, it has always taken a long time to recharge the implantable neurostimulators (ins) because it was difficult to maintain the black boxes. Reviewed some recharging information and redirected to the doctor to check in person. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.